Manufacturer narrative:
(B)(4). Internal complaint number: tw# (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical usage with no evidence of blood were observed. A visual inspection determined that the heater wire was bent and detached at the tip of the hot jaw but remained attached at the base. The silicone insulation was peeled from the tip of the hot jaw but remained attached at the center and at the base. Based on the returned condition of the device the reported failure mode "bent wire" was confirmed. The analyzed failure mode "peeled jaw" is likewise confirmed. Both failure modes have been investigated in our fir system. Specific actions for the reported failure mode "bent wire" and for the analyzed failure mode "peeled jaw" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw on the dissecting tool separated. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw on the dissecting tool separated. The hospital did not report any patient effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 jaw on the dissecting tool separated. The hospital did not report any patient effects.